Manufacturer narrative:
Weight, ethnicity, race- unk. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -14.0/+2.0/92 (sphere/cylinder/axis), implantable collamer lens, tore/broke during injection/delivery into the left eye (os) on (B)(6) 2021. The lens was implanted, removed and replaced within the same surgery. It was reported that there was no patient injury.